Event description:
Initial (01-apr-2026): this reportable incident was received via amazon review refers to a female consumer whose age, medical history, and concomitant medications were not reported. On an unreported date, the consumer used dentek ultimate dental guard for teeth grinding and she swallowed the guard resulting in it being lodged in her esophagus. She reported she went to the emergency room and had a procedure to remove of the guard, she did not experience damage to her esophagus as a result. This case outcome is recovered/resolved. Meddra version 29.0. Expectedness : foreign body in gastrointestinal tract: unexpected accidental device ingestion complication associated with device. According to the company reference safety information.